Event description:
It was reported that during an intracept procedure, the physician encountered very hard bone and it was difficult to get the stylet into the cannula. When the physician attempted to take everything out, he noticed that the peek of the curved cannula was missing and the curved cannula assembly was not seamlessly fitting together. It was noted that a small part of the peek was left behind inside the patient and it is unknown if it was left inside the bone or outside the bone. The issue arose on the first level and there were no patient complications. The devices were discarded by the facility and will not be returned for device analysis.

Manufacturer narrative:
The devices were not returned for analysis as they were discarded by the medical facility, therefore, a physical analysis has not been conducted in our laboratory. A product labeling review identified that the devices were used per the (IFU) product label a labeling review did not reveal any anomalies as it states that breakage, slippage, misuse or mishandling of instruments or probe, such as on sharp edges, may cause burns or injury to the patient or operative personnel is a potential adverse event associated with the use of the intracept intraosseous nerve ablation system. A risk review was completed and confirmed that the event of sheared peek distal tip was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The devices were not returned for analysis as they were discarded by the medical facility. In addition, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. With the reported observations and the labeling review, it has been determined that the sheared peek on the curved cannula is a known inherent risk with use of the device as documented in the IFU.

Event description:
It was reported that during an intracept procedure, the physician encountered very hard bone and it was difficult to get the stylet into the cannula. When the physician attempted to take everything out, he noticed that the peek of the curved cannula was missing and the curved cannula assembly was not seamlessly fitting together. It was noted that a small part of the peek was left behind inside the patient and it is unknown if it was left inside the bone or outside the bone. The issue arose on the first level and there were no patient complications. The devices were discarded by the facility and will not be returned for device analysis.